Event description:
The tech alleged that the side rail is broken and will not stay in the up position. No pt impact.

Manufacturer narrative:
The tech replaced the side rail center arm assembly to resolve the issue.